Event description:
The user facility reported that a dental procedure had no issues with insertion or basic procedure. The involved terumo surflo intravenous catheter came out straight during removal, the adapter was the only thing that came out. The white sheath was stuck inside, tried to grab it however when the dog moved, it disappeared into the dog. The estimated blood loss less than 250cc's. Patient was in stable condition. An xray was performed to locate the sheath, the sheath was not able to be found. The event occurred post treatment.

Manufacturer narrative:
A1: patient identifier: animal patient. A2: age & date of birth: animal patient . A3: patient sex: animal patient . A4: weight: animal patient . A5: ethnicity: animal patient a6: race: animal patient. . D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: receptionist. We were unable to determine the details of the actual condition of the sample as it was not available for evaluation. Retention samples were visually checked and confirmed free from a crack, pinhole, scratch, bent, or dent on the catheter tube. The retention samples were subjected to catheter tube and catheter hub fitting force wherein the expected result is that either the catheter tube will be removed/separated from the catheter hub, or the catheter tube will break during the test (test is in reference to iso 10555-1). Results were all passed against our specification of >7.845n. The catheter tube is made up of radiopaque ethylene tetrafluoroethylene (etfe) and undergo incoming inspection which includes visual inspection and verification of certificate of analysis according to the material specification. We received a total of twenty-four (24) complaints from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. Further evaluation of the tensile strength of our catheter tube was conducted through manual pulling and bending tests using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube. We also have two (2) stages of visual inspection which cover the overall condition of the product. Defects that might cause catheter breakage are detected during these processes terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.